Manufacturer narrative:
The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert you of high or low blood glucose, and you should always use your blood glucose meter for any treatment decisions. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was a discrepancy between the continuous glucose monitor (cgm) blood glucose (bg) readings and the customer's finger stick bg meter. The customer alleged that the discrepancy was due to an issue with the pump. Reportedly, the customer delivered a bolus from the cgm reading, and bg levels subsequently lowered to approximately 40 mg/dl. Low bg levels were addressed with glucose tablets/gel.